Event description:
10/10/74 bilateral breast augmentation using silicone gel breast implants. Since that time rptr has been suffering from muscular pain and stiffness in her neck, back and shoulder. She has been diagnosed with fibrositis, an autoimmune connective tissue disease. A physical exam by a plastic surgeon reveals capsular contractures as well as calcification of both capsules in the breasts. Xeromammogram and ultrasound confirm bilateral ruptures of implants. Her internist states her past medical history is significant for fibrositis, hypothyroidism, depression, allergic rhinitis, leaking breast implant, hormone imbalance, alopecia, infertility and miscarriage, temporomandibular joint dysfunction or myofascial pain syndrome and dermatitis. Her symptoms are consistent with silicone associated illness.